Event description:
The customer stated that a falsely elevated magnesium result of 6.9 meq/l was generated for a patient sample tested on the architect c4000 analyzer. The analyzer is configured to retest magnesium panic values (>4.0 meq/l) in duplicate. The retest results were 2.4 and 2.5 meq/l. The customer reported the result of 2.4 meq/l which was consistent with the patient's history (previous result was 2.0 meq/l). No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Abbott field service noted the reagent probe was misaligned. The probe was aligned and calibrated to address the issue. Review of the service ticket history did not identify any other issues that may have contributed to the complaint issue. The probes are commonly cleaned, calibrated, or replaced to address fluidics or results issues. No issues requiring further action or adverse trends were identified for the reagent probe. Based on the available information, a deficiency was not identified. There is no evidence that reasonably suggests a malfunction occurred. The issue was addressed through standard troubleshooting procedures by calibrating the reagent probe. Current labeling provides troubleshooting assistance for erratic results.